Event description:
It was reported that during a lithotripsy procedure, the fiber distal tip broke off inside the kidney after 5-10 minutes of fiber used at 8 hz and 1200 mj. The broken tip was retrieved by the physician (unknown method). Another laser fiber was utilized to complete the procedure without complications.